Event description:
It was reported that shock testing was performed to confirm this implantable cardioverter defibrillator (ICD) could properly detect due to reported right ventricular (rv) lead undersensing. The testing was successful, however, the physician will continue to monitor the amplitude. There was no serious injury to this patient, however, recurrence of this malfunction could lead to serious injury or death as evidence suggests therapy could have been compromised. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.